Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer's insulin pump had a loose drive support cap. Customer's blood glucose level at the time 402mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarm during basic occlusion test due to slightly loose drive support disk; unable to perform excessive no delivery test and occlusion test due to loose drive support disk. The insulin pump passed displacement test. The insulin pump had minor scratches on window, broken reservoir tube lip and with corroded battery tube.